Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead could not pace or sense. A chest x-ray determined the ra lead was dislodged. Additionally, it was noted during the procedure that the physician could not reposition the ra lead due to rotational issues with helix. The patient reported symptoms of stuffiness. The ra lead was explanted and replaced. The patient was stable throughout the procedure.